Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a dbs procedure, the surgeon reported when the plasmablade device came into contact with the patient¿s skin it delivered several electrical shocks. The surgeon discontinued using the device and no further interventions were needed for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.